Manufacturer narrative:
The zoll catheter in complaint will not be returned for investigation because the catheter was disposed by the customer. Therefore, a physical investigation will not be performed. The solex catheter lot number was not provided, therefore, historical complaint review was not performed.

Event description:
As reported during patient use on a male (B)(6) weighing (B)(4), two days after the treatment, the catheter was aspirated as it was hard to remove. According to the customer, the first two opposite serpentines of the balloon were knotted. The catheter was not saved and was disposed. No patient harm or consequence reported on this event.